Manufacturer narrative:
After further testing, physio-control was able to duplicate the reported issue.  Physio determined that the cause of the reported issue was that 3 of the device's 4 battery pins were loose.  Physio observed that 1 battery pin in battery well #1 was loose and that both battery pins in battery well #2 were also loose.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue.  Physio downloaded the electronic record from the event and was able to confirm that the device did lose power multiple times. The customer has been provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during patient use.  The customer advised that they were attempting to take the patient's initial heart rhythm when the reported issue occurred.  No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.